Event description:
The customer observed falsely elevated, non-reproducible vitros tropl es result for three pt sample processed on a vitros eciq system from (B)(6) - (B)(6), 2009, biased results of the direction and magnitude observed could lead to inappropriate physician action. Two of the falsely elevated results were reported, and corrected reports were issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple subsystems, returning the vitros eciq to expected operation. Following the service activity, acceptable performance has been observed. The root cause of the falsely elevated vitros tropl es result is instrument related.